Event description:
It was reported that the catheter became unable to pace while in use in the intensive care unit. After exchanging the catheters, the problem was solved. There were not pt complications reported.

Manufacturer narrative:
Device not returned.